Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for a transcatheter aortic valve implantation (tavi) procedure in a hemodynamically unstable patient with moderate central leak using a small flexnav delivery system. A pre-dilatation was performed with a 20mm non-abbott balloon. During procedure, the inflow edge of the valve in cusp overlap view (cov) was positioned using the radiopaque reference marker, and the pigtail catheter was in the non-coronary cusp (ncc). A post-dilatation was performed in an attempt to better accommodate the prosthesis. The final implant depth was 6mm. After five ballooning attempts, one was effective, but the moderate central leak did not improve. The echocardiography showed that one of the leaflets was non-functional. The patient left the procedure room stable and was transferred to the intensive care unit (ICU). A new echocardiographic evaluation and follow-up will be conducted to assess the need for a new valve. On (B)(6) 2025, it was reported that the patient passed away. The cause of death was aortic insufficiency, infection, and renal failure.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for a transcatheter aortic valve implantation (tavi) procedure in a hemodynamically unstable patient with moderate central leak using a small flexnav delivery system. A pre-dilatation was performed with a 20mm non-abbott balloon. During procedure, the inflow edge of the valve in cusp overlap view (cov) was positioned using the radiopaque reference marker, and the pigtail catheter was in the non-coronary cusp (ncc). A post-dilatation was performed in an attempt to better accommodate the prosthesis. The final implant depth was 6mm. After five ballooning attempts, one was effective, but the moderate central leak did not improve. The echocardiography showed that one of the leaflets was non-functional. The patient left the procedure room stable and was transferred to the intensive care unit (ICU). A new echocardiographic evaluation and follow-up will be conducted to assess the need for a new valve. On (B)(6) 2025, it was reported that the patient passed away. The cause of death was aortic insufficiency, infection, and renal failure.

Manufacturer narrative:
An event of incomplete coaptation, central regurgitation, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of incidents could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.